Event description:
The brakes are allegedly not releasing. The chair is allegedly overheating and shutting down. Consumer alleges that they went over a bump and the chair allegedly shut off.

Manufacturer narrative:
(B)(4) for an (B)(4) has been initiated for this issue. Model m94 - serial number/date code (B)(4) is approximately 4 years old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.